Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
Shortly after implant there was a significant drop in rv ICD sensing and the threshold has increased. Patient was still in the hospital and was taken in for a lead re-positioning. This lead remains implanted and no adverse patient side effects were reported.